Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. The complainant indicated screw fracture. The alleged event was confirmed following inspection. A root cause for this complaint could not be confirmed. Add expiration date, UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Device available for evaluation: change to yes, added date returned to manufacturer. Device evaluated by manufacturer changed to yes.

Manufacturer narrative:
(B)(4). Device has not been returned to manufacturer. An x-ray documenting the fractured abutment screw was received.

Event description:
It was reported that abutment screw fractured while seating implant supported crown on tooth location # 30. It was tightened by the dentist's fingers. X-ray showed the fractured. The dentist used two (2) screw removal kits (selective surg and nobel biocare) the implant had to be re-exposed in order to re-access the broken screw.